Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the lancet holder of the adc lancing 2 device was broken and she was unable to check her blood glucose. The customer went to the urgent care on (B)(6) 2019 where she was administered IV fluids as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
The customer reported the lancet holder of the adc lancing 2 device was broken and she was unable to check her blood glucose. The customer went to the urgent care on (B)(6) 2019 where she was administered IV fluids as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.